Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and genital haemorrhage ("irregular bleeding") in an adult female patient (gravida 7, para 5) who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5. In (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight decreased ("weight loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, antibiotics, oxcarbazepine (trileptal) and olanzapine (zyprexa). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, migraine, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight decreased and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2008: device properly placed, full occlusion. Pregnancy test - in (B)(6) 2012: positive. Ultrasound scan - on (B)(6) 2018: essure device had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: during internal review it was notified that the previously reported follow-up receipt date (B)(6) 2018 is incorrect. The correct follow up receipt date of the case is (B)(6) 2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.